Event description:
It was reported that during pre-op there was no noticeable damage on the product or its package. When nurse check the balloon of the emg flex tube, it could not be inflated. 5ml syringe was used to inflate the cuff. Any amount of air is not able to inflate. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
H3: h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (emg tube 8229707 nim trivantage 7.0mm ID / 8229707). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found there was no damage in the construction of the device. A syringe was used to inject 20cc of air into the cuff balloon and the cuff inflated with no issues. The cuff was deflated, and re-inflated multiple times and no leaks were observed. A leak test was performed, and no bubbles (leakage) were observed. The cuff and pilot balloons were manipulated and the pilot balloon inflated as intended. The complaint was not confirmed, no out of specification condition was observed. H6: previously added imdrf annex code b21, c21, d16 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.